Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose levels of 42 mg/dl, 52 mg/dl and 54 mg/dl. Customer had blood glucose levels of 135 mg/dl, 206 mg/dl and 286 mg/dl. Customer stated that the insulin pump had insulin flow issued. The insulin pump will not be returned for analysis.